Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2008-02561. Add'l info will be submitted upon 30 days of receipt.

Event description:
During an unscheduled visit, in 2008, the pt reported experiencing angina pectoris. Angiography was conducted, followed by a coronary intervention, as there was 90% focal in-stent restenosis documented. The lesion was treated with a 3.5x13mm cypher select plus stent. Eighteen days later the pt suddenly died. The pt's death was deemed to be cardiac related. It was noted that evidence for the stent thrombosis was likely and that there was evidence of a myocardial infarction. The pt was initially enrolled in the study in 2007 with 2-vessel disease. The main indication for the intervention was stable angina pectoris. The lesion treated was in the proximal left anterior descending branch. The lesion had 90% stenosis and was de novo, irregular, eccentric and 12mm in length. The vessel was 3mm in diameter. A 3.0 x 13mm cypher select plus stent was electively implanted at 13atm. The residual percentage of stenosis was 0 %. The pt's baseline medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The pt's intra procedure medications included aspirin, clopidogrel and heparin. The pt's post procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers.